Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/8/2021 h.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received six photographs which displayed the product with the reported leakage. The reported issue was not confirmed upon inspection of the received sample. The functionality of the sample was tested and did not show negative results of leakage. The component of the sample that shows damage is not part of the product when sold. The possible cause of the damage could have been incorrect use of the product. A review of production records could not be performed since the lot number was not provided.

Event description:
It was reported that the connecta q-syte wht experienced leakage. The following information was provided by the initial reporter: this is a report about leakage of general fluids from the septum of q-syte. According to the customer's report, general fluids, not anticancer drug, leaked from the septum of q-syte during its use in pcu. There was no health hazard for the patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connecta q-syte wht experienced leakage. The following information was provided by the initial reporter: this is a report about leakage of general fluids from the septum of q-syte. According to the customer's report, general fluids, not anticancer drug, leaked from the septum of q-syte during its use in pcu. There was no health hazard for the patient.